Event description:
A male with calcification noted around the proximal neck and the proximal working length, was considered to have a suitable anatomy for endovascular therapy. The procedure went as labeled in 2008. Final angiography confirmed a type I endoleak from the proximal neck (1820334-2008-00688) and the distal end. The ipsilateral iliac leg seemed not to seal enough and so an additional iliac leg graft was placed, reducing but not eliminating the endoleak. The proximal endoleak was resolved by placement of another MFR's stent. Next, a type iii endoleak was noted from the contralateral leg graft but was repaired by placing another iliac leg graft and using a kissing balloon technique. Patient is recovering.

Manufacturer narrative:
Event evaluation: still under investigation.